Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - a few pieces of metal detached from the tibial plate. 30 minute delay in surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2024-00883; 801-05-364, s303-broke/cracked/damaged, instrument failure. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.